Manufacturer narrative:
Date of event: (B)(6) 2021. 15mar2021.

Event description:
The customer reported a ventilator experienced a primary alarm failure. Additionally, the international philips field service engineer (fse) reported that the power on/off led was unable to illuminate. The device was then evaluated by a fse who confirmed the reported issues via operational check. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The fse replaced the power management board and the power switch overlay. The unit was then overall checked and tested. No other anomalies were reported.